Manufacturer narrative:
Photographic images analysis summary: the evercross dilatation catheter was not received for evaluation. No ancillary devices from the procedure were received for evaluation. However, three photographic images were received. The first image is of the proximal balloon bond of the evercross dilatation catheter. Just distal of the proximal balloon cone is a radial tear. No balloon chamber inner guidewire is present in the photograph. The second image is of the balloon chamber inner guidewire lumen. Both radiopaque marker bands are present in the photograph. Due to the quality and clarity of the image it is not possible to determine if the dilatation catheter distal tip is present on the photographed balloon chamber inner guidewire lumen. No presence of the distal balloon bond is visible on the inner guidewire lumen. The third image is of the proximal segment and the inner guidewire lumen segment recovered. The two radiopaque marker bands are accounted for. A majority of the balloon chamber material is not accounted for. Due to the absence of the distal balloon bond on the inner guidewire lumen segment the distal tip of the dilatation catheter is not accounted for. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an evercross balloon dilation catheter to treat an av fistula clot in the right arm. The device was reported to have been prepped as per IFU. There was no damage noted to the packaging or to the device upon removal from the tray. No embolic protection was used. No resistance was encountered advancing the device and the device did not pass through a previously deployed stent. The vessel diameter was reported to be 7mm. Post balloon inflation difficulties were experienced during removal. The balloon catheter and tip were reported to have detached at the catheter shaft inside the balloon. These were snared and removed, using 2 x gooseneck snares - a 10mm loop and a 25mm loop. However, a portion of the balloon remained in the patient & it was reported that the fistula flow was not fully restored. The decision was then made to hold pressure and occlude the fistula completely.

Manufacturer narrative:
Product analysis:the evercross dilatation catheter was received for evaluation no ancillary devices from the procedure were included. Approximately 20mm of the proximal balloon chamber of the 40mm balloon was returned. The balloon chamber material exhibited both longitudinal and radial tearing. The damage to the returned device was consistent with the damage to the dilatation catheter exhibited in the photographs received. The inner guidewire lumen captured in the photographs was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.